Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient experienced a burning pain along their back after being tazered in the hand and chest. It was reported that the stimulation had been on at the time of the tazing and the stimulation was turned off after the event, but the patient was still feeling a burning pain in their back. No further complications are anticipated.